Event description:
Literature was reviewed regarding left ventricular (lv) pacing-induced ventricular tachycardia (vt). The authors described a patient who experienced vt triggered by the device's algorithm features. Biventricular (bv) markers are displayed, but they switch to ventricular markers which indicated lv pacing. After the third lv pacing, vt was induced. The device remains in use. No additional adverse patient effects or product performance issues were reported.

Manufacturer narrative:
This information is based entirely on journal literature. Medtronic was made aware of this event through a search of literature publications. This event occurred outside the us. Patient information is limited due to confidentiality concerns. The event only occurred with one patient but specific details on the patient were not provided. If additional information is obtained regarding this event, it will be added, and a supplemental report will be submitted accordingly. Referenced article: left ventricular pacing¿induced ventricular tachycardia electrophysiological mechanisms of pacing site-driven activation pattern and conduction delay. Jacc: clinical electrophysiology. 2025. Vol. 11, no. 9. 2088-2095. Doi: 10.1016/j.jacep.2025.05.011 medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.